Manufacturer narrative:
The customer advised that there is no record containing patient information for this event. There is no patient information available for this event. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The mounting screws were tightened.

Event description:
The hospital reported that, during a case, the ventilator display fell onto the tabletop. There was no reported patient injury.